Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging") and dysmenorrhoea ("severe menstrual cramping"). The patient was treated with surgery (hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B34606, a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, spontaneous abortion and cholecystectomy on (B)(6) 2011. Concurrent conditions included dislocated knee, diarrhea, migraine, headache, dry heaves, nausea and recurrent urinary tract infection. Concomitant products included ademetionine (sam-e) since 2018, nsaid's since 2013, oxcarbazepine since 2018 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). The patient was treated with surgery (hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet was received events added from pfs- mental anguish, depression. Concomitant drug were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B34606/a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, spontaneous abortion and cholecystectomy on (B)(6) 2011. Concurrent conditions included dislocated knee, diarrhea, migraine, headache, dry heaves, nausea and recurrent urinary tract infection. Concomitant products included ademetionine (sam-e) since 2018, nsaid's since 2013, oxcarbazepine since 2018 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). The patient was treated with surgery (hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure-caused injuries. I do not have money to have an ultrasound, and don't really know if doctor removed coils. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Batch number: a96188 manufacture date: feb-2013 expiration date: feb-2016. Batch number: b34606 expiration date: may-2016 manufacture date: may-2013 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. B34606, a96188) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, spontaneous abortion and cholecystectomy in 2011. Concurrent conditions included dislocated knee, diarrhea, migraine, headache, dry heaves, nausea and recurrent urinary tract infection. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). The patient was treated with surgery (hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal), infection type: vaginal and vaginal discharge. Lot number added. Concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') and vaginal infection ('infection type: vaginal') in a 40-year-old female patient who had essure (batch no. B34606/a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2011, multigravida and spontaneous abortion. On (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Concurrent conditions included fibromyalgia since (B)(6) 2016, asthma since (B)(6) 2014, dislocated knee, diarrhea, migraine, headache, dry heaves, nausea, recurrent urinary tract infection, prolapse, adenomyosis and uterine leiomyoma. Concomitant products included ademetionine (sam-e) since 2018, montelukast, nsaids since 2013, oxcarbazepine since 2018, paracetamol (acetaminophen) since 2013 and topiramate since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection (seriousness criterion medically significant). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (total vaginal hysterectomy. And ablation on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection and vaginal discharge had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure-caused injuries. I do not have money to have an ultrasound, and don't really know if doctor removed coils. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No (discrepancy noted) patient received treatment for:pain , abnormal bleeding , vaginal infection discrepancy noted in essure removal date:- (B)(6) 2015. Lot number: a96188, manufacturing date: 2013/02, expiration date: 2016/02. Lot number: b34606, manufacturing date: 2013/05, expiration date: 2016/05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') and vaginal infection ('infection type: vaginal') in a 40-year-old female patient who had essure (batch no. B34606/a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2011, multigravida and spontaneous abortion. *on (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Concurrent conditions included fibromyalgia since (B)(6) 2016, asthma since (B)(6) 2014, dislocated knee, diarrhea, migraine, headache, dry heaves, nausea, recurrent urinary tract infection, prolapse, adenomyosis and uterine leiomyoma. Concomitant products included ademetionine (sam-e) since 2018, montelukast, nsaids since 2013, oxcarbazepine since 2018, paracetamol (acetaminophen) since 2013 and topiramate since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On 28-nov-2015, the patient experienced vaginal infection (seriousness criterion medically significant). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (total vaginal hysterectomy. And ablation on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection and vaginal discharge had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure-caused injuries. I do not have money to have an ultrasound, and don't really know if doctor removed coils. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No (discrepancy noted). Patient received treatment for:pain , abnormal bleeding , vaginal infection discrepancy noted in essure removal date:- (B)(6) 2015. Batch number: a96188 manufacture date: feb-2013 expiration date: feb-2016. Batch number: b34606 expiration date: may-2016 manufacture date: may-2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. B34606/a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2011, multigravida and spontaneous abortion. *on (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Concurrent conditions included fibromyalgia since (B)(6) 2016, asthma since (B)(6) 2014, dislocated knee, diarrhea, migraine, headache, dry heaves, nausea, recurrent urinary tract infection and prolapse. Concomitant products included ademetionine (sam-e) since 2018, montelukast, nsaids since 2013, oxcarbazepine since 2018, paracetamol (acetaminophen) since 2013 and topiramate since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection and vaginal discharge had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure-caused injuries. I do not have money to have an ultrasound, and don't really know if doctor removed coils. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No (discrepancy noted) patient received treatment for:pain , abnormal bleeding , vaginal infection discrepancy noted in essure removal date:- (B)(6) 2015 and (B)(6) 2015. Batch number: a96188 manufacture date: feb-2013 expiration date: feb-2016 batch number: b34606 expiration date: may-2016 manufacture date: may-2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.event outcome were updated to: vaginal infections , vaginal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding (menorrhagia) in a 40-year-old female patient who had essure (batch no. B34606/a96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2011, multigravida and spontaneous abortion. On (B)(6) 2013, hysterosalpingogram revealed the uterus is normally located. The uterus demonstrated no significant filling defects. Following contrast infusion, both uterine tubes are occluded with easily visualized essure coils. Impression: bilateral uterine tube occlusion. Concurrent conditions included fibromyalgia since (B)(6) of 2016, asthma since (B)(6) of 2014, dislocated knee, diarrhea, migraine, headache, dry heaves, nausea, recurrent urinary tract infection and prolapse. Concomitant products included ademetionine (sam-e) since 2018, montelukast, nsaids since 2013, oxcarbazepine since 2018, paracetamol (acetaminophen) since 2013 and topiramate since (B)(6) of 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage, ("abnormal bleeding (vaginal). In (B)(6) of 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure-caused injuries. I do not have money to have an ultrasound, and don't really know if doctor removed coils. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No (discrepancy noted). Batch number: a96188; manufacture date: feb-2013 ;expiration date: feb-2016 . Batch number: b34606; expiration date: may-201; manufacture date: may-2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.